Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, air in line alarm was reproduced. A review of the event history log revealed 'air-in-line!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a damaged ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps alarming air in line in the biomed service department during an unspecified process step. There was no patient involvement. No additional information is available.